Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.na.

Event description:
This is filed to report the unstable implanted clip. It was reported that on (B)(6) 2021, a mitraclip procedure was performed for a degenerative mitral regurgitation(mr) grade 4. Two mitraclips were successfully implanted reducing the final mr to a grade of 1. On (B)(6) 2022, the patient was hospitalized due to heart failure. Severe mr was noted on transthoracic echocardiogram (tte) and transesophageal echocardiography (tee). The cause of mr exacerbation was disease progression due to the deterioration of the remaining prolapse. However, it was noted that both implanted clips were not stable on the valve. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported migration (partial clip movement) cannot be determined. Mitral regurgitation and heart failure appear to be related to patient conditions and due to disease progression. Mitral regurgitation and heart failure are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances as the patient was hospitalized due to heart failure. There is no indication of a product issue with respect to manufacture, design or labeling.